Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 377760, lot# n0030259, implanted: 2005 (B)(6); product type lead product ID 377760, lot# n0027983, implanted: 2005 (B)(6); product type lead product ID 37712, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3487a, serial# (B)(4), implanted: 1997 (B)(6); product type lead. (B)(4).

Event description:
The patient reported their lumbar stimulator would increase on its' own from 3.0 to 9.0 by itself and stimulation was uncomfortable which started in august and was a sudden change. The patient met with the physician and manufacturer's representative (rep) who told the patient he fixed it. He did not know what was "fixed," but since then the patient didn't feel stimulation even when he increased it to 10.5 with their implant that was being used to treat cervical pain. It was further reported stimulation wouldn't turn off, and even when stimulation was off it still felt like it was on regarding the patient's implant that was treating the lumbar spine. It was confirmed the patient was using the correct button to turn stimulation off. It was noted that since 2009, the patient had multiple falls a week. The stimulation issue was not related to positional movement and the patient hadn't had any recent medical tests or emi environmental exposure. When the patient was asked what circumstances led to the jumping stimulation sensation and then lack of sensation they stated none. The steps taken to resolve those issues was the rep. Tried to adjust the patient's units. According to the rep. The device wasn't increasing on its' own and the sensor was detecting properly. According to the rep. The patient likely increased the intensity to the upright mobile setting to an undesirable intensity for every day walking. Upon walking again it increased to that elevated intensity. The upright-mobile setting was reset to a tolerable setting and the issue was resolved. Relevant medical history includes non-malignant pain and degenerative disc disease/herniated disc pain.